Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient turned the device off on (B)(6) 2013 because they were having a surgical procedure on their back. The nature of the surgery was unknown. It was stated the patient went to turn on the device two days later and ¿assumed¿ it was on, but the patient noted they were ¿quite medicated.¿ it was indicated the patient¿s retention symptoms returned. The programmer batteries were switched out and the patient tried turning the device on. It was stated the ¿second light¿ on the left side of the programmer remained off. A little more than two weeks later, it was reported the patient still had concerns, but had not sought further help. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot# j0417617v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).